Event description:
Patient reported the soft component of the up button on the pump is torn and the up button has partly no function. No adverse event reported. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).